Manufacturer narrative:
Device was received with a cracked battery tube threads, a scratched case and a cracked case behind the device near the battery tube compartment. The test reservoir does lock properly inside the reservoir tube. However, the device was also received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection. No moisture damage found on the keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error alarm. The customer stated insulin pump shows open book image. Customer was assisted with put insulin pump in storage mode. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.